Event description:
It was reported that the device experienced noise in the atrial channel and undersensing. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was tested on bench and using automated test system and detected anomalies with the atrial sense and pace channel. Insulating material was discovered inside the atrium ring connector block, impeding proper operation of the contact spring inside the connector block. The spring was found to be damaged and insulating material was present between several of its turns.